Event description:
Livanova received report that a s5 system shut down after closing the lid of e/p pack during setup. After powering on, the s5 worked fine again. There was no patient involvement.

Manufacturer narrative:
Patient identifier: unknown. Ethnicity: unknown. There was no patient involvement. Livanova deutschland manufactures the s5 system. The incident occurred in uppsala, sweden. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The machine was found to be working within specifications and the on/off switches worked properly. However, the red and green switches and the switch module were replaced as precaution. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A cable badly placed in the e/p pack accidentally pushing the red switch when closing the lid of the e/p pack at the moment of incident is suspected. However, this could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: based on available information and considering that the red and green switches were not found broken or misaligned and the unit worked as expected, the most likely root cause of the reported event can be traced back to cables badly seated in the e/p pack that, interposed between the off console switches and the remote switches, accidentally pushed the red switch (off switch) when closing the lid.in order to avoid this kind of issue, it is strongly recommended to store cables if necessary under the e/p pack.

Event description:
See initial report.